Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced there was a blockage at the site, which cause the patient blood glucose elevated to 450 mg/dl, therefore patient had received correction injection via mdi. The patient changed supplies as necessary and resumed insulin therapy. No further information available.

Manufacturer narrative:
H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.